Manufacturer narrative:
(B)(4). Device evaluation: this device was returned for evaluation. A visual and functional assessment was performed which determined that the device passed all pretest assessments and no failures were identified. Therefore, the reported condition was not confirmed. An assignable root cause was not determined, and no problem was detected. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the electric pen drive device was overheating. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.